Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose level that went up to 500 mg/dl. Customer stated that he does not want to troubleshoot and that he treated by giving himself a bolus. Customer stated that he was sick, which caused the high blood glucose. Customer contacted his health care provider about his high blood glucose.